Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for peripheral neuropathy and spinal pain. It was reported that the patient's pump was explanted due to a possible infection. Additionally, it was noted the patient still had a partial indwelling catheter. The pump was removed on (B)(6) 2015. The issue was noted to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.